Event description:
Boston scientific received information that during a system revision this right atrial (ra) lead was capped and successfully replaced due to loss of sensing and loss of capture (loc). No adverse patient effects were reported.

Manufacturer narrative:
This ra lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.